Event description:
Patient reports as soon as she finished the infusion, the spring snapped when she turned the pump off. The pump does not close now and she needs a new pump. No missed dose or adverse event reported due to product issue. Serial number and maintenance due date associated with pump not provided. Pump to be replaced and pump associated with event to be returned. No further info. Reported to (B)(6) by: patient/caregiver.